Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that they replaced the uninterruptible power supply (ups), line power led and the system power led. The imaging system then passed the system checkout and was found to be fully functional. The suspect ups and leds have not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the power led on the imaging system was blinking. The line power light was not illuminated and the uninterruptible power supply (ups) would not last more than 3 minutes when unplugged from an outlet. No additional information was provided. There was no patient present when this issue was identified.

Manufacturer narrative:
H6) the suspect uninterruptible power supply (ups) was returned to the manufacturer for evaluation. Testing found that the original batteries would not hold a charge and failed load testing. When new batteries were installed, the unit functioned as designed. Indicating an electrical failure mode.